Event description:
The customer reported that there was bleeding from the ventral during a laparoscopic fundoplication. The device twice had trouble sealing even though an end tone, signifying a completed seal cycle was heard. The surgeon was able to control the bleeding and continued the procedure with the same device without issue. The pt came back to the hospital 12 days later with what was described as active bleeding.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident sample has been requested. To date it has not been rec'd for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.